Manufacturer narrative:
Product analysis: the nanocross pta balloon was returned to medtronic investigation lab for evaluation. The device was returned inside two biohazard bags. Label of pouch returned. No ancillary devices from the procedure were received for evaluation. Device returned coiled with balloon in post inflated state. No damage noted to the device. Size of balloon confirmed as 5.0 x 200mm from the strain relief. The device was flushed with no issues noted. A 0.014¿ guidewire from the lab was front loaded via the distal tip and exited out of the guidewire port of the luer. Negative prep was performed using a 20ml water filled syringe and air bubbles are seen in the luer indicating a leak. An attempt to inflate the balloon was carried out and a leak was noted under the strain relief and the balloon was unable to inflate. Under the microscope the leak is seen at the hub/luer with red dye used to visualize the leak more clearly. During analysis of the returned device a leak was noted on the luer manifold under the strain relief. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an nanocross elite pta balloon during treatment of the patient¿s superficial femoral artery (sfa). There was no damage noted to the product packaging. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. No resistance was encountered during advancement of the device. It is reported catheter leak occurred on the catheter during inflation. Device was safely removed from patient. A different pta balloon was used to complete the procedure. No patient injury reported.